Manufacturer narrative:
The pod was returned for evaluation. The cannula assembly was fully deployed. Inspection of the device did not find any issues that would result in high blood glucose level. No defects or deficiencies were found during the investigation.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient¿s reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, patient was taken to the emergency room (ER) due to high blood glucose (bg) levels and was diagnosed with ketoacidosis (dka). The patient was also sick with the flu. Multiple correction boluses were delivered throughout the use of the pod. The patient went to one hospital, but they reportedly did not know what treatment to provide the patient with, and shortly thereafter was transferred to a different hospital. At the second hospital, the patient was given a bolus of 10 insulin units (iu) by the doctor. However, the patient¿s bg levels continued to rise, and peaked at 20 mmol/l (360 mg/dl). The healthcare provider (hcp) was changing the patient¿s device settings and did not think the pod was delivering insulin; it had been worn for approximately 17 hours. The pod was then removed and a new one was applied. After applying the new pod, the patient¿s bg levels started to go down. The patient was also given pain medication at the hospital. The hospital visit was reported to be for routine care, and to make setting adjustments.